Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8232675; the lot number was built on afa line 4 from 25aug2018 thru 30aug2018. Packaged on packaging line 11 from 26aug2018 thru 30aug2018 (pallets 1-7). Packaged on packaging line 9 from 30aug2018 thru 05sept2018 (pallets 8-11). Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the tip of the catheter started to split.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the tip of the catheter started to split.